Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Patient information unavailable. Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. There was no patient injury.